Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had no seal with bleeding occurred. The amount of blood lost was unknown. There was no regrasp alarm but an end tone was heard. The surgical time was extended more than its due and the patient had an extended hospitalization.